Event description:
Customer was using product as per the instructions, no less than 6" away from the facial cone, and was only using water with the product. About 1-1.5 minutes into steaming, the steam inhaler all of a sudden spurted out and hit him in the face burning his chin and part of the left side of his face.